Event description:
Home patient's (hp) rn contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 2/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the hc set during a drain cycle without pausing therapy. Per nurse, hp neglected to place a minicap on their transfer set after disconnecting. Tsc assisted rn in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.